Event description:
Unable to adequately clean bone and debris prior to sterilization. The instrument has two parts that are welded as one device. The inner shaft has a screw type feature on the top end and a driver shaft on the other end. The pieces cannot be disassembled to verify that no debris is left inside the working shaft after cleaning. The outer shaft has small holes that are flush to the inner shaft which make it impossible to clean in between the inner and outer pieces.